Event description:
It was reported that during an unknown procedure the device gets assembly/ disassembly issue. Another device like device was used to complete the case. No patient consequences. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received disassembled and the transducer assembly attached to a ace36e device. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, over torquing the device, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.